Manufacturer narrative:
(B)(4). The customer returned one used (B)(4) sheath assembly without the dilator. Visual inspection confirmed that the tip had detached from the sheath body. The area of separation did not show any signs of stretching and no jagged edges were observed that would indicate tearing during use. With the tip attached the sheath body was measured to be 2.08 inches, which is within specification. The separation begins 1.85 inches from the sheath hub and the detached piece is around .25 inches in length. A device history record review was performed and no relevant findings were identified. The customer complaint of the sheath body separating during use was confirmed during sample investigation. An approximately 0.25 inch piece of the tip had detached from the sheath body. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer alleges that during a procedure the sheath and the radiopaque marker broke off and was retrieved. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during a procedure the sheath and the radiopaque marker broke off and was retrieved. No patient injury or consequence.